Manufacturer narrative:
Updated information: d3 MFR fax number added. G1 MFR site name, danvers, removed. G6 component code changed to g07003. The investigation for the thromboembolism has been completed. The cause of the injury was not determined due to insufficient clinical details. The investigation for the high or saturated pump flow has been completed. Due to insufficient data logs and no product returned, the cause of the high or saturated pump flow cannot be established.

Manufacturer narrative:
This is one of two related reports. This report represents the impella 5.5 and another report was submitted to represent the automated impella controller. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: impella cp was inserted in a 65 year old male patient presenting with ami/cgs. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai shock stage d. While prepping the device the aic would not recognize the purge disc despite repositioning it and changing the cassette the issue remained unresolved. The decision was made to utilize a new aic and the device was prepped without issue or consequence to the patient. While on support the purge solution utilized was d5w with 12.5 units of heparin and the device functioned as expected p-7 3.5l/min until the lv placement signal displayed above the ao placement signal and the physician had concerns for thrombus within the device. The decision was made to explant the device. There were no noted hemodynamic events during explant.